Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse found that patient side manipulator (psm) 2 axis 3 would not clutch nor not complete post. The fse replaced the psm2 to resolve the issue. The system was tested and verified as ready for use. Additionally, isi did receive the psm part involved with this complaint and completed the device evaluation. Failure analysis investigation reproduced the reported complaint of "sticking along insertion / axis 3" during power up. The axis 3 brake is to be replaced as a fix. The complaint regarding "sticking along insertion / axis 3" during power up was confirmed by failure analysis with the finding of a faulty axis 3 brake, which indicates that the device did contribute to the reported event.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, instruments could not be inserted while using arm 2. The customer stated they verified the drape, changed instruments, and power cycled and issue continued to occur. The technical support engineer (tse) had customer perform another power cycle and cycle breakers and issue continued to occur. The site stated arm would move side to side but did not have insertion. The surgeon was not sure if they would move procedure to another system or convert. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.